Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer was low blood glucose level due to over treating with manual injections. Customer¿s blood glucose level was 40 mg/dl and 29 mg/dl. Customer¿s other blood glucose level was 294 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with 8 carbs for breakfast. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.